Event description:
Per the clinic, the patient experienced dizziness and pain (specific date not reported). Programming attempts was made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 27, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on september 08, 2022.